Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports the implant was inserted (B)(6) 2008 in fdi 15. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.